Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon inserted a aq2015a 22.00 diopter silicone three piece lens into the patient's right eye. Lens cracked during insertion into the eye. Lens was removed with no injury to the patient. Backup lens, same model and size was implanted. Cause of crack lens is unknown.

Manufacturer narrative:
Method: device history record review. Result: visual inspection of the returned product found the lens optic torn. The lens was returned dry and there was evidence of clear surgical residue. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).